Manufacturer narrative:
The serial number provided by the end user could not be confirmed; therefore, the device manufacture date and expiration date cannot be determined. The device has not been received for evaluation, therefore a failure analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation in late 2008 that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure performed the day prior (patient age and weight are unknown). According to the complainant, during the procedure, the patient experienced hypertension of moderate intensity (131/73 mmhg to 177/90 mmhg) which subsided after thirty minutes during the prolieve treatment, and resolved the same day. At the end of the prolieve treatment and at discharge the patient's blood pressure was noted to be 130/75 mmhg. In addition, the patient experienced urinary urgency of moderate intensity which was treated with hyoscyamine sulfate medication. This event was resolved after thirty-five minutes on the same day. The patient reported no urinary urgency at the end of the prolieve treatment. The physician completed the procedure with this prolieve thermodilatation kit.